Event description:
New information received notes on (B)(6) 2018 the patient's pacemaker was explanted and replaced. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited elective replacement indicator. Premature battery depletion was suspected. No intervention reported. The patient was stable throughout.

Manufacturer narrative:
Interrogation of the device revealed it was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on device usage. The device was tested on the bench and backup vvi was noted. The cause of the bvvi due to checksum error.

Event description:
New information received notes the patient's pacemaker was explanted and replaced. No further was information provided.